Event description:
Information was received indicating that during use of a smiths medical cadd solis vip pump, it was noted that the parenteral nutrition was not fully administered. Subsequently, the patient experienced fatigue and the pump was changed. No further adverse effects were reported.